Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. The visual inspection of the returned forcep confirms the tip is bent. This device was manufactured in 1994. This device shows signs of significant wear and usage. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident this device is a reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Event description:
It was reported that after procedure, during an e fip inspection it was found that the tip of the rdce frcps w/pts brd was bent.